Event description:
It was reported the patient's ipg became inoperable. It is unknown if the ipg depleted prematurely. A manufacturer representative confirmed the issue. In turn, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.